Event description:
It was reported that during a stent procedure in the left main, the stent dislodged from the stent delivery system (sds). A balloon catheter was used in an attempt to snare the stent, but the balloon catheter would not cross the lesion. Another balloon catheter did cross the lesion and the stent was deployed in an unintended site. Another stent was deployed at the intended site.